Event description:
It was reported the device will not turn on even with new batteries. Dried liquid was found inside the device and damaged the printed circuit board. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery flex was contaminated. It was also noted that the upper and lower cases were broken and contaminated, the ring cover was broken and two side bail covers were missing, the battery release, heart block, heart wire contacts, battery contacts, battery drawer o-ring, battery drawer and liquid crystal display (lcd) were contaminated, the ring and two side bails were missing and the lead flex cover was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.